Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted, and a new device was implanted. Effective therapy was established post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that replace generator message was observed on the patient controller and end of service on the clinician programmer. Patient uses high energy output program. Patient loss stimulation as a result. Surgical intervention is anticipated in the near future. No further information is available at this time.